Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of worsening mitral regurgitation and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage appears to be related to patient anatomy and procedural circumstances, while the reported mitral regurgitation was likely a cascading effect of the tissue damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report tissue damage and worsening mitral regurgitation. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. Patient anatomy included an anterior mitral leaflet cleft. The first clip delivery system (cds) (80521u190) was advanced into the anatomy and the clip was implanted at the medial side of the cleft. A second clip (80709u179) was implanted at the lateral side of the cleft. Due to tension on the leaflet, the cleft opened and the mr increased to grade 4. The procedure was aborted. No additional information was provided.